Event description:
It was reported that the intra-aortic balloon (iab) was inserted via the pt's "leg" using a sheath. Two hrs after the iab was inserted, the pt was in the intensive care unit (ICU). The pump alarmed "helium loss" and blood was noted in the helium line. At this time the iab was removed and another iab was not inserted. There was no reported pt death or injury. There were no reported pt complications. The intra-aortic balloon pump (iabp) therapy was interrupted however, the interruption did not harm the pt. The pt outcome is listed as good. No medical/surgical intervention was required. Additional info received on (B)(6) 2013 stated the insertion site was the right leg. The solution was to change the catheter for a new one in the same leg. The pt outcome was good.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.